Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Electrode belt sn (B)(4) was returned to zoll manufacturing corporation for investigation. As received the cable connecting the distribution node and rear therapy electrodes were pulled from the strain relief, damaging the internal wires, and the ECG c and d cable was detached and missing. The root cause of the pulled cable was excessive force on the cable section. There is no indication that the damage occurred prior to the treatment event or caused or contributed to the patient's treatment as the patient's downloaded flag and ECG data indicates the device was able to detect and ECG signal and deliver a full energy pulse during and after the treatment. Device manufacture date: sn (B)(4): 01/12/2016, sn (B)(4): 09/19/2014. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the treatment event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin, CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event with in the hospital. Motion artifact during asystole contributed to the false detection. The patient's nurse reported that the patient was in the hospital and that after the treatment, the staff removed the lifevest and the patient was coding and now going in and out of a v-tach rhythm. The patient was not responsive at the time and on hospital monitoring. The patient passed away 3 days later. Per the downloaded event data, the device detected bradycardia at 55 bpm at 05:04:36 am. The rhythm degraded to asystole. A treatment was delivered at 05:06:23 while the patient was in asystole due to motion artifact. The post-shock rhythm remained asystole. Per review of the patient's long term ECG data the patient did not go into vt or vf while the lifevest was monitoring the patient. Prior to device removal, the ECG data indicates that the patient's rhythm went into atrial fibrillation at 80 bpm and was in af at the time of device deactivation at 05:41:38. There is no indication that the treatment event caused or contributed to the patient death as the patient was in a non-life sustaining rhythm at the time of the treatment. The patient was in a life-sustaining rhythm at the time of device deactivation.